Manufacturer narrative:
Due diligence for this event has been executed. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, an e102 lamp error message was observed for the device. There was no reported patient involvement.

Manufacturer narrative:
The device has not been returned and as such, the actual device evaluation is not performed. An evaluation is done based on historical records and communication. This supplemental report is being submitted to provide this information. Please see the the device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The reported issue for the device was an e102 lamp error message was observed. Troubleshooting was performed in facility and the problem was resolved. Details of the troubleshooting were not provided. From this fact, it is likely that the lamp light disappeared because the power supply connected to the device was unstable or the ventilation hole was blocked by foreign matter, etc. And the temperature rose. The instructions for use includes the following statements: · troubleshooting guide: irregularity description: the examination lamp does not ignite. Possible cause: the examination light is off. Solution: turn off the light source and ignite the examination lamp again. · installation of equipment: keep the ventilation grills of the light source clear. The ventilation grills are located on the rear panels. Blockage can cause overheating and equipment damage. Clean and vacuum dust the ventilation grills using a vacuum cleaner. Otherwise, the light source may break down and gets damaged from overheating.